Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they met with the manufacturer representative on 12/20/2018 to reset the device. The patient was asked if the cause of the return of symptoms was determined. They reported the cause of the por was an electronic cardioversion on (B)(6) 2018 and the actions taken to resolve this was the reset of the device.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported they were trying to make an adjustment and they received the power on reset (por) screen. The patient reported a potential emi exposure, cardioversion, on (B)(6) 2018. The patient was redirected to their healthcare provider. Patient noted a sudden return of symptoms. They stated they were taking a diuretic for the past month, 3 days a week and that was when they notic ed a return of symptoms. No further complications were reported or anticipated.